Manufacturer narrative:
An attempt was made to reproduce the issue by generating a&p and adherence reports for the user in carelink support application and observed that this is expected. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests to assist with the resolution , we provided below feedback to helpline the logic for a set change is cannula amount and tubing amount > 0 and both events occurred within 12 mins of each other. (B)(6) 2024 has 2 cannula fill and one tubing , but they did not occur within 12 mins of each other hence we don't consider this as set change and do not display in the weekly review report (B)(6) 2024 17:49:58 cannula fill 0.3 286.475. (B)(6) 2024 17:49:33 cannula fill 0 286.775. (B)(6) 2024 17:34:33 tubing fill 8.2287 286.775. Similar for (B)(6) 2024 we do not have a tubing fill the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue could be assumed due to lack of user training. We are proceeding to close this ticket as we have not received any response despite requests. If the reported issue persists, we kindly request you create a new ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error when attempting to generate carelink report, carelink report was not displayed as expected, and would be possible issue with data in carelink report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.